Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the surgeon was able to squeeze the handle, but the jaws would not close. The clips would not load properly into the jaws. To resolve the issue, the surgeon used another clip applier. There was no patient injury.